Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure+removal") in a 41 year-old female patient who had essure inserted (lot no. B82477) for female sterilisation. The patient had a medical history of cough, ear discomfort, visual disturbances, difficulty sleeping, sinus congestion, photophobia and nausea on (B)(6) 2019, cholecystectomy, appendectomy, weight gain, obesity, snoring, apnea, myalgia, arthralgia multiple, sore throat, nasal congestion, headache, hypertension and fatigue (moderate for the last year or so) in 2018 and parity 3 (p3013) and multi gravida in 2014. Previously administered products included: xanax and toradol. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2020, she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: percoset coils in left fallopian tube was 4. Coils in right fallopian tube was 4. Diagnostic results (normal ranges are provided in parenthesis if available): [pregnancy test urine] on (B)(6) 2014: negative. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: reporter information,patient information,medical history,lab data,lot no,indication addded. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure+removal") in a 41 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2020 she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-aug-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure+removal") in a 41 year-old female patient who had essure inserted (lot no. B82477) for female sterilisation. The patient had a medical history of cough, ear discomfort, visual disturbances, difficulty sleeping, sinus congestion, photophobia and nausea on (B)(6) 2019, cholecystectomy, appendectomy, weight gain, obesity, snoring, apnea, myalgia, arthralgia multiple, sore throat, nasal congestion, headache, hypertension and fatigue (moderate for the last year or so) in 2018 and parity 3 (p3013) and multi gravida in 2014. Previously administered products included: xanax and toradol. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2020 she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: percoset coils in left fallopian tube was 4. Coils in right fallopian tube was 4. Diagnostic results (normal ranges are provided in parenthesis if available): [pregnancy test urine] on (B)(6) 2014: negative. Batch no b82477 production date 2013-10-16 expiration date 2016-10-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure+removal") in a 41 year-old female patient who had essure inserted (lot no. B82477) for female sterilisation. The patient had a medical history of chronic cervicitis, adenomyosis and excessive menstruation on (B)(6) 2020, cough, ear discomfort, visual disturbances, difficulty sleeping, sinus congestion, photophobia and nausea on (B)(6) 2019, cholecystectomy, appendectomy, weight gain, obesity, snoring, apnea, myalgia, arthralgia multiple, sore throat, nasal congestion, headache, hypertension and fatigue (moderate for the last year or so) in 2018 and parity 3 (p3013) and multi gravida in 2014. Previously administered products included: xanax and toradol. Concurrent conditions were listed as urinary incontinence, menorrhagia and dysmenorrhea since (B)(6) 2020. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2020, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal,hysterectomy,salpingectomy, tot sling and cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: percoset: coils in left fallopian tube was 4. Coils in right fallopian tube was 4. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: clinical information: excessive frequent menstruation specimen a: uterus-with bilateral tubes final diagnosis: hysterectomy with bilateral salpingectomy: endometrium: benign, polypoid secretory endometrium. Myometrium: superficial adenomyosis. Cervix: chronic cervicitis and squamous metaplasia. Bilateral fallopian tubes: unremarkable fallopian tubes. Gross description: sectioning reveals a coil-shaped segment of metal essure device within the proximal end. A coilshaped segment of metal, resembling an essure device, is identified within the proximal end. [Pregnancy test urine] on (B)(6) 2014: negative. Batch no b82477 production date 2013-10-16 expiration date 2016-10-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-oct-2023: reporter information,medical history,lab data,drug stop date,event onset date,non drug treatment added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure+removal") in a 41 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2020 she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.